Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3811 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy3811) have been reported from the same facility.

Event description:
It was reported "chemo patient. Infusion had to be given through piv since bag had already been spiked and PICC line was not patent. Line was flushed earlier that day and was ok. Later the rn came back to start blood infusion. Noticed the PICC lumen had filled with blood all the way up to it being visible in the extension leg. Rn stated line had not been used since last flush." Additional information received (B)(6) 2022: what was infusion? Nothing infusing any patient symptoms related to the event? No was the catheter removed? Was a new catheter placed? No what type of catheter securement was utilized? Statlock "we use alteplase to clear clot."